Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported that there were no troubleshooting or diagnostics performed related to the device issues and lack of pain relief. The patient reported that the adhesive patches he was sent did not help at all and he had many reprograms that did not help with pain relief to the lower back. The patient indicated that the device was to be removed on (B)(4) 2017. The patient also noted that the device caused him more pain than prior to implantation.

Event description:
Information was received from the consumer regarding a patient implanted with a neurostimulator for spinal pain. It was reported that ever since implant of the patient¿s implantable neurostimulator (ins) the device had not taken their pain away. The ins was implanted to help their pain and to help them get off pain medications which did not work (did not affect their lower back). They were prescribed oxycodone about 3 months ago due to the pain they were in. The patient did not like taking it because it did not relieved the pain and it made them sick and nauseated. The patient was sore where the ins was located and it hurt when they recharge it. They were in constant pain and they were at the point now where when they got up in the morning they could barely stand up and walk. It took them about an hour to get up and get moving. The patient stated that they had cervical neck and spine problems now which cause them to ¿charley horse¿ in the left shoulder. They believed something was seriously wrong and got no pain relief in the lower back. The patient could only lie on their back and not on their left side where the ins was implanted and noted they could not sleep on their back (sleep issues) or on their right side because of the pain in their shoulder. They mentioned that the ins pushed up against them (in buttocks) all night long and it hurt. The patient noted that they had been checked by their healthcare professional (hcp) but felt the hcp ignored the issues. The patient had been adjusted by the manufacturer¿s representatives at least six or seven times but it did nothing for them. The patient started to think that they were "taken in by this thing not for health or pain relief but for their profit". It was noted the patient was a 100% disabled veteran. Additional information received from the patient reported that the ins got hot, overheated, and burned their skin as long as they laid there. It was reported the patient had constant pain in the left shoulder and they did not know why. They did get steroid shots in the neck. The patient saw an orthopedic who told them it was related to their cervical spine and neck. The doctor wanted to operate but a surgeon at the va told the patient did not need surgery based on an MRI of the neck ¿and everything.¿ further information received on (B)(4) 2017 reported that it was determined by orthopedic surgeon that the neck/shoulder pain was caused by 2 or 3 bulging discs from c4 to c7. The patient reported they had pain down their legs and that the ins was pressing on the sciatic nerve in the upper buttock area. It was confirmed the patient laid on the recharger antenna to charge the ins. The patient was to be reprogrammed today ((B)(6)) and was to see a surgeon on (B)(6) 2017 regarding a possible revision of the ins site.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.